Manufacturer narrative:
Method code 3 added. Method code 3: code 4112 - images were provided, and an imaging evaluation was performed. Results code 3 added. Results code 3: code 213 - the imaging evaluation stated the following: images received via email with no patient identifier or date of acquisition in image. Image 1 suggests what appears to be contrast outside of the implanted device. Unable to identify or confirm an entry tear with available images. Note- as the images received were not dicom format, a full imaging evaluation could not be completed. Gore cannot make any conclusions or guarantees that non-dicom images are complete, accurate, and lack alteration. Thus, findings noted are within the best ability of the reviewers, but the extent of accuracy of the findings may be limited due to the completeness, format, and/or quality of the images provided. Gore cannot guarantee that it has been able to capture all key findings or that the findings are accurate. Conclusions codes remain unchanged.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment using a conformable gore® tag® thoracic endoprosthesis (ctag) for a descending thoracic aortic dissection. The patient tolerated the procedure. On an unknown date, reportedly one week after the initial procedure, a new entry from the distal end of the ctag was observed (dsine). The physician reportedly had no comment as to the suspected cause or reason for distal re-entry. On (B)(6) 2020 the patient underwent reintervention, and an additional stent graft was deployed to extend the device distally. The patient tolerated the procedure.